Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. On or around (B)(6) 2013, plaintiff had an hysterosalpingogram performed. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. In fact, heavy bleeding became so severe that she was eventually prescribed prednisone to help control it. Additionally, after being implanted with essure plaintiff began suffering from symptoms of fatigue. She also suffered pain intercourse as a result of being implanted with essure. As a result of her severe pain, cramping and heavy bleeding, she sought to have her essure removed. On or around (B)(6) 2015, she underwent the surgical removal of her essure by way of a partial hysterectomy, during which both essure coils were removed. Since essure was removed, she that her symptoms of pain, heavy bleeding and fatigue have since resolved. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced cramping, severe abdominal pain, and heavy bleeding. Due to that, she had a partial hysterectomy, during which both essure inserts removed. Her symptoms of pain and heavy bleeding have since resolved. The events are listed in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Also back, pelvic and uncharacterized pain may occur. In this particular case, the events started shortly after essure insertion. Considering the plausible temporal relationship, the nature of the events and the positive dechallenge, a causal relationship between cramping, severe abdominal pain, and heavy bleeding and essure cannot be excluded. This case was regarded as incident, since a device removal was required. Other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 01-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced cramping, severe abdominal pain, and heavy bleeding. Due to that, she had a partial hysterectomy, during which both essure inserts removed. Her symptoms of pain and heavy bleeding have since resolved. The events are listed in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Also back, pelvic and uncharacterized pain may occur. In this particular case, the events started shortly after essure insertion. Considering the plausible temporal relationship, the nature of the events and the positive dechallenge, a causal relationship between cramping, severe abdominal pain, and heavy bleeding and essure cannot be excluded. This case was regarded as incident, since a device removal was required. Other non serious events were reported. Based on the product technical complaint analysis, there is no relationship between the reported event and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.